Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with blood glucose readings around 296 mg/dl despite meal announcement and multiple infusion set changes, and the user requested infusion set replacements; the user noted no new medications, no additional meals or snacks, and reported that removed infusion sets were not bent. Symptoms included hyperglycemia and irritability. Outcomes included high glucose readings without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to identify a specific device component issue, and the medical device problem could not be characterized due to limited details. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.